Manufacturer narrative:
The affected device was analyzed onsite by dräger service. During the analysis a faulty service board was identified as the root cause for a faulty cockpit. After replacement the device passed the test according to specification. In addition, it was found that unrelated to the event the housing and rotary knob were damaged and needed to be replaced. If the operation of the cockpit fails completely due to a hardware malfunction, the auxiliary auditory alarm of the ventilation unit will sound after 45 seconds without communication between the ventilation unit and the cockpit. This alarm is energized independently from the power supply and will last for at least 2 minutes. Since the monitoring functions are limited and the user interface is inoperable, the ventilation shall be continued with an independent device. The ventilation performed by the ventilation unit is not affected by a cockpit malfunction and will be continued as set. Safety relevant parameters such as fio2, minute volume, or airway pressure as well as an indicator for the running ventilation are displayed on the secondary oled-display located on the ventilation unit. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut down while on a patient. The screen stayed black and unresponsive. The patient was manually ventilated, and the device was replaced with another ventilator. It was reported that there was no injury or adverse effect on the patient. The device has no UDI as an UDI was not required at the time the device was manufactured.